Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins; force sensor flex was found to be damaged, causing an intermittent connection. A review of the pump history indicated that loss of cartridge detection had occurred, which was reproduced during investigation.

Event description:
Pump was returned to animas. Pump was evaluated and force sensor pins were found to be partially dislodged and force sensor flex was found to be intermittent. This report is being made based on the eval results.